Manufacturer narrative:
The initial MDR 1226181-2015-00514 was filed on september 04, 2015. Additional information (09/06/2015): a siemens regional support center (rsc) specialist was dispatched to the customer site. After evaluating the instrument, the rsc specialist flushed the integrated multi-sensor technology (imt) waste pathway with hot water and bleach, inspected the drain, and cleaned the aliquot probe. The rsc specialist verified the alignments and performed a quick check. The rsc specialist found that the imt tubing was stretched, and he replaced it, and ran a service check. The cause of the discordant bun, ecrea, na and k results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant bun, ecrea, na and k results on one patient sample is unknown.

Event description:
Discordant urea nitrogen (bun), enzymatic creatinine (ecrea), sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The patient was admitted to the hospital due to the discordant results. A new sample was obtained from the patient and was tested on an alternate instrument, resulting normal. The patient was not provided any treatment based on the discordant results. The customer repeated the original patient sample on the same instrument, resulting normal. There are no reports of patient intervention or adverse health consequences due to the discordant bun, ecrea, na and k results.